Event description:
Event description boston scientific crm received information that this device was oversensing and under pacing. The non-guidant ventricular lead impedance has been steadily declining from 600 to 380 ohms. There are stored electrograms in the pacemaker that look like noise on the ventricular channel and the r-waves are poor. Then the caller got an out-of-range telemetry message. As this device is on an advisory, the caller is concerned this is advisory behavior.